Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose has been over 200 mg/dl every day of their vacation; the patient's blood glucose was 400 mg/dl at one point and he treated via insulin pump bolus. The customer's wife wanted assistance with adjusted the patient's basal delivery rates, and she was advised to consult his health care professional in order to obtain the correct settings. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.